Event description:
It was reported by the customer that experienced quite a few needles safety while we were doing in servicing. We proceeded to open an entire box of 22g cathena's non-winged, and out of the 50 in the box, we had 12 of them not safety. We had experienced quite a few needles safety while we were doing in servicing. We proceeded to open an entire box of 22g cathena's non-winged, and out of the 50 in the box, we had 12 of them not safety.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.